Manufacturer narrative:
Initial reporter phone#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with needle separation. It was stated by the consumer ¿when administered insulin the needle was released from its base, remaining adhered / inserted into the patient's skin. The needle was promptly removed by the nursing technique.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
1 - confirmed: bd was able to confirm/ reproduce the incident needle pulled out of hub. 2 - samples/ photos analysis: neither sample nor picture were provided. 3 - the batch complained was manufacturing during february 11nd 2016 to february 13th 2016 period. The inspections carried out on the machine were checked and no records of this defect were found claimed in the batch history. The inspections during assembly manufacture process in agmo machine were done and not records of this deviation were found in system of this batch. It was informed that the routine controls of this specific character, is done by visual inspection each two hours over 50 pieces sample according control plan. 4 - qn/ maintenance review: there are no quality notification (qn), only maintenance report records, which could lead to this issue for the batches involved in this complaint. 5 - the batch history analysis was performed, no quality notifications found and only maintenance records verified related with this batch. Bd confirm needle pulled out of hub defect. The probable root cause of this defect is because burr in the cannula diameter, this burr doesn¿t let the resin goes to lock the cannula inner diameter during assembly process. Investigation conclusion: the probable cause for the defect is related to burr in the region of the assembly diameter of the cannula, causing the resin to flow and does not fill the housing diameter.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with needle separation. It was stated by the consumer ¿when administered insulin the needle was released from its base, remaining adhered / inserted into the patient's skin. The needle was promptly removed by the nursing technique.¿ there was no report of injury or further medical intervention.